Manufacturer narrative:
The data log and treatment tip from the patient event were returned and evaluated. The data log showed errors had occurred during treatment. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, follow the instructions on the display to proceed. Based on the evaluation of the data, the handpiece and system performed as expected. The treatment tip passed flow and thermistor testing however it failed leak testing and visual inspection. Service found damage on the tip membrane along the radio-frequencey (rf) trace. Investigation has found this damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. No corrective action is required. Based on the available information, this event was most likely caused by damage on the tip membrane along the rf trace. According to thermage cpt system technical user¿s manual, burns, blisters, and scabbing, are known possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.

Event description:
A distributor reported that a user facility had performed thermage treatment on a patient and the patient experienced some blisters and inflammation. During treatment the physician noted a burning smell and checked the tip but found no issues. After treating the neck area, blisters were visible on the patient''s neck and they were given a cold compress and burn ointment immediately. Pictures showing the patient after the treatment were reviewed, and redness, inflammation and blisters were visible on one side of the neck. Medical review determined this was not a serious injury. The treatment tip from the event was returned for evaluation and dielectric breakdown of the membrane was observed.